Event description:
The customer reported the system will not swap images from left to right monitor and will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel display. System operates as intended. (B) (4).